Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the display of her onetouch ping enhanced meter was fading. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged display issue occurred several times over the last six months prior to contacting lfs. The patient reported having issues seeing her blood glucose readings as a result of the fading display. It is not known how the patient manages her diabetes or if she took any action regarding her usual diabetes management regimen in response to the alleged issue. The patient claimed she developed symptom of ¿shaking¿ as a result of the alleged issue but could not confirm if the symptom developed before or after the alleged issue began. The patient denied receiving any treatment in response to the symptom. At the time of the troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse to the subject meter. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed a symptom that could be associated with a serious injury and the alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. (B)(4).

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter¿s lcd was found to be faded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.